Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The device was programmed to deliver an unspecified solution. No specific patient information or programming parameters were provided. After an unspecified length of time, the customer contact reported that the device kept delivering at rate of 66ml/hr even after being reprogrammed to deliver at unspecified rates. The device was removed from clinical use. Therapy was resumed using a dial-a-flo tubing set. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.